Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance, oversensing due to noise, high capture thresholds and extra cardiac stimulation on right ventricular (rv) lead. On (B)(6) 2021, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.